Manufacturer narrative:
This lead remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of shock impedance high out of range was defined in the risk documentation, and is a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, that in (B)(6) 2022 the patient was admitted to the hospital for acute heart failure. The patient was treated with medication, and discharged home. Since that time, the right ventricular (rv lead trends have been jumpy. The rv lead is exhibiting noise, and high, out of range shock impedance greater than 145 (ohms). There has been no over-sensing, and no inappropriate therapy. A technical service (ts) consultant reviewed device data, recommended lead integrity testing with maneuvers/isometrics, arm movements and x-ray imaging. Ts recommended performing a commanded 1.1j shock and 41j shock to verify shock impedance at that time. The physician will monitor the patient closely through the home monitor system. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported, that in (B)(6) 2022 the patient was admitted to the hospital for acute heart failure. The patient was treated with medication, and discharged home. Since that time, the right ventricular (rv lead trends have been jumpy. The rv lead is exhibiting noise, and high, out of range shock impedance greater than 145 (ohms). There has been no over-sensing, and no inappropriate therapy. A technical service (ts) consultant reviewed device data, recommended lead integrity testing with maneuvers/isometrics, arm movements and x-ray imaging. Ts recommended performing a commanded 1.1j shock and 41j shock to verify shock impedance at that time. The physician will monitor the patient closely through the home monitor system. The device remains implanted. No adverse patient effects were reported. New information was received, indicating that the physician requested to have data from this device analyzed. The physician reported that this rv lead had a previous insulation issue near the connection, at implant. The rv lead was repaired at that time. Ts advised the rv lead pacing impedance has gradually been increasing from 1400 ohms to 2066 ohms. Shock impedance is frequently above 145 ohms. The pacing thresholds is high at 2.9v@1.0ms. There have been no shocks provided and no noise seen. Ts provided information regarding additional lead integrity testing, command shock testing, programming options and perform x-ray imaging. No adverse patient effects were reported.

Manufacturer narrative:
New information was received indicating that this rv lead was surgically capped/abandoned (i.e., it remains implanted but is no longer in service). A new rv lead was implanted. Besides surgical intervention, no adverse patient effects were reported.